Manufacturer narrative:
The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and capsular contracture bake grade iii. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A non-healthcare professional reported a patient experienced the events of ¿started feeling pain, and discomfort in both breasts¿, ¿contours slightly wavy on the implants¿, ¿lobulated contours and radial folds, small amount of adjacent laminar fluid¿, ¿living complicated days, with intense pain, burning, fearful of infections and diseases, knowing that can suffer serious damage to health¿, ¿evident asymmetry and hardening¿, and ¿capsular contracture baker grade iii¿. The device remains implanted. This record is for the left side.